Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-nov-2028, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 26-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain and loss of stimulation in the setting of a high impedance issue. High impedance was observed on the day of surgery, with impedance values of 40,000 reported for contact 6 and contacts 8¿15. Troubleshooting was performed with reprogramming on 0¿7 lead. The issue was reported as resolved following device revision with full system explant, explant of two leads, and implantation of a new surgical lead and a new implantable pulse generator (ipg). The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The clinical specialist met the pt day of surgery and hooked up to the patient where they noted the contacts had moved out, rep clarified by moved out they were referring to impedances, unknown if there was migration. The cs put the september date as that was the date the surgery had been scheduled but clarified no awareness of issue/patient/device info prior. Rep and cs indicated had they been aware of a complaint prior they would have submitted it. Surgery date confirmed as (B)(6) 2026.